Event description:
This unsolicited device case from united states was received on (B)(6) 2015 from a patient. This case concerns a patient (demographics not provided) who received 3 injections of synvisc in one day (device misuse) and the patient's knee got septic. No relevant medical history, past drugs, concomitant medications and concurrent conditions were reported. On an unknown date, the patient got 3 injections of synvisc in one day (device misuse) (dose, route, indication, batch/lot, and expiration date: not provided), into an unspecified knee. On an unknown date, the patient's knee got septic. Corrective treatment: not reported. Outcome: unknown. Seriousness criteria: important medical event for the event of "my knee got septic". A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same.

Manufacturer narrative:
Pharmacovigilance comment: sanofi company comment for dated (B)(4) 2015. This initial case concerns a patient who received synvisc for an unknown indication. Based on the information provided the causal role of synvisc cannot be excluded for the event of joint infection; however, the individual role cannot be assessed in absence of underlying medical history and concomitant medications. Due to lack of the complete clinical presentation of the patient it is difficult to assess a definitive causal relationship.